Manufacturer narrative:
Product not returned. No investigation can be performed at this time.

Event description:
During a surgical cholecystectomy, the surgeon attempted to fire a clips and experienced a mechanical jam. The procedure and anesthesia time was extended for 20 minutes. There was no harm to the patient.

Manufacturer narrative:
The initial complaint reported 3 clip cartridges being returned and 1 clip applier. Microline surgical only received 2 clip cartridges. One was jammed in the clip applier and one was in an unopened pouch. The clip cartridge related to this MDR was not received. Ref: 1223422-2017-00132, 1223422-2017-00134, 1223422-2017-00135.